Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in a severely calcified unspecified shunt. A 7.0x40, 75cm mustang balloon catheter was used. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. The target lesion was located in a severely calcified unspecified shunt. A 7.0x40, 75cm mustang balloon catheter was used. During the first inflation at 6 atmospheres, the balloon ruptured. The device was removed intact. The procedure was completed with another of the same device. No patient complication were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. During an attempt to inflate the balloon, a pinhole leak was identified. The leak was located at 12mm distal to the distal edge of the proximal markerband. A microscopic examination of the balloon material and the distal markerband could not identify any anomalies which could potentially have contributed to the pinhole leak. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).